Event description:
Litigation papers allege:patient was revised due to infection. **update** 3/11/2013- additional information received from legal. In addition to infection, patient suffered a fracture of the medial femoral condyle of the distal femur. All products have been added and reported.

Manufacturer narrative:
The device associated with this reported event was not returned. The investigation could not draw any conclusions regarding the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.